Event description:
An issue was reported with the abbott diabetes care (adc) application in use with unknown phone with unknown operating system and version. The customer was unable to access the application and therefore could not monitor glucose readings due to a locked account. The customer experienced frequent urination, dehydration, severe weakness, and was unable to get out of bed. The customer was unable to self-treat and required the healthcare professional (hcp) administration of an unspecified bag of fluids and intravenous glucose. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The customer reported that he got locked out of the app, was investigated per (B)(4). After attempting to identify the customer's reported configurations, the information provided in the complaint was insufficient to conduct a comprehensive investigation. The lack of device model, os version and app version, restricts the ability to identify potential causes of the customer's reported issue. Therefore, the reported issue is not confirmed due to the inadequate information provided. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.